Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient who had a lead implanted for parkinson's dual movement disorders. It was reported that the patient underwent stage one procedure with no issues, and a clean post-op CT scan. A week later the patient returned for implant on the other side when the planning scan found an abscess around the lead even though the wound had healed. Instead of implanting the other lead, they removed the infected lead. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.